Event description:
The subject instrument is an inner shaft used in assembly with fixed inserter (91.111.1003) for intra-discal cage insertion and positioning via tlif approach. Inner shaft's threaded distal tip broke inside the tlif cage and is encapsulated inside the implant so there is not additional risk or harm to the patient. Typical surgical technique involves disc material removal, distraction, trialing of disc size, and cage insertion/positioning. Omission of any steps may create inadequate disc geometry and add more resistance and stress on the inserter tip during impaction/final positioning and/or re-positioning. No harm or injury to the patient is reported. No images of patient anatomy, disc prep and insertion technique, nor pre-op and post-op images were provided. No further information has been provided despite the two attempts to obtain additional information. Images of the returned instrument suggest that the inserter tip sheared and fractured due to excessive force. Information provided is inadequate to make further determination. Cause is indeterminate.